Event description:
It was reported that the pump did not recognize cartridges, leading to a cartridge change error that persisted even after attempting to use another cartridge. There was no information regarding an impact on the customer's blood glucose level. Customer reverted to using an alternate method of insulin therapy.